Manufacturer narrative:
For the reported event, lot number was not provided. The sample was returned for evaluation. Defective component was identified for the device. A root cause has not been determined. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 1808050. Implantable port allegedly experienced defective component. This report was received from a single source. This event did not involve patient with no reported patient contact. The patient is (B)(6) years old, male and (B)(6) lbs.

Manufacturer narrative:
H.10. The lot no for the device was not provided, therefore a lot history review couldn¿t be performed. The device was returned for evaluation. The investigation confirms the damaged port septum issue. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H10: g4 h11: g1, h6 (results, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 1808050. Implantable port allegedly experienced defective component. This report was received from a single source. This event did not involve patient with no reported patient contact. The patient is 46 years old, male and 185 lbs.